Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: initial reporter name: unknown e2: health professional: unknown e3: occupation: unknown since the infectiousness of actual sample was unknown, inspection of it was performed from the outside of plastic bag. Magnifying inspection of the actual sample from the outside of plastic bag: as far as could be confirmed, no anomaly such as peeling of the coating was found in the appearance. There were white foreign substances in the vicinity of distal end. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report from other facilities was found in the past. Based on the investigation result, as far as could be confirmed, no anomaly such as peeling of the coating was found in the actual sample, and no anomaly was found in the manufacturing record and the shipping inspection record. However, since the infectiousness of actual sample was unknown, and detailed investigation could not be performed, it was not possible to identify the cause of occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the coating of the single use guidewire (g-260-2545a) peeled off, making it impossible to insert into the angiographic catheter. The device was replaced with another g-260-2545a and the procedure was completed. There was no patient injury/medical or surgical intervention required. The procedure was completed successfully. The patient was not harmed.